Event description:
"Caller alleged discrepant results compared with the reference meter and lab results as follows:" date: (B)(6) 2014, inratio: 1.1, 2.0, reference meter: 2.3, lab: 2.0. All testing performed within <1 hour. Therapeutic range: 2-3. Pt self tester was milking finger after finger stick meter was not in correct mode when finger stick was performed; sample not applied immediately after finger stick. Pt fell and had excessive bruising. Pt tested own inr received 1.1 and got nervous; tested on neighbor's meter (not inratio) and retested on inratio. Finally, pt went to the ER for a lab draw and got a result of 2.0.

Manufacturer narrative:
Investigation pending.